Event description:
It was reported that the epg (external pulse generator) had a cracked screen due to being dropped. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Device manufacture date. Evaluation summary: (B)(4) battery drawer, battery release, heart lead flex, and side bail covers are contaminated. Ring cover is broken and contaminated. Upper case and lcd (liquid crystal display) are broken. Lower case is contaminated and broken. Lead flex cover is corroded. Battery contacts are compressed. One side bail is missing.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer, battery release, heart lead flex, and side bail covers are contaminated. Ring cover is broken and contaminated. Upper case and lcd (liquid crystal display) are broken. Lower case is contaminated and broken. Lead flex cover is corroded. Battery contacts are compressed. One side bail is missing.